Event description:
Additional information was received by the manufacturer on 25-oct-2022 via email and attached to the complaint object: there was no patient involvement.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger case seal was missing. The reported issue was not duplicated during functional testing, however, a "e fail safe resource" error was found during power up. The investigation determined that the main board not operating as intended was the cause of the reported issue. No visible damage was observed. The main board was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that during a returned order service a background test system failure based occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.